Event description:
During the evaluation of a returned homechoice machine, four increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2012. During night drain cycle seven, the patient's ultrafiltration reading was 15730ml, indicating the home patient (hp) drained 15730ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was unexpected high uf for therapy compared to other therapies due to log corruption. If any additional information is received, a follow-up will be sent.